Event description:
It was reported that, during machine set up for a navio-assisted surgery, it was found that the navio bone pin 4.0mmx152mm (case (B)(4)), the navio bone pin 4.0mm x 127mm (case (B)(4)) and the navio handpiece thumberscrew (case (B)(4)) had lost the threading. No delays were reported. It is unknown how the procedure was completed. Patient outcome is unknown.

Manufacturer narrative:
The navio bone pin 4.0mm x 127mm, part number pfsd01008, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper method of threading bone pins. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.